Event description:
Lpn drew up ppd - inside syringe was a white item that has the appearance of a small plug or stopper. Within the same hour, an rn, opened another syringe that has white markings on it.